Manufacturer narrative:
This report is being submitted for h4: manufactured in february 2021.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative had stated the single use adaptor biopsy valve was part of a kit and the customer discarded the needle in the kit, however the single use adaptor biopsy valve would be returned to olympus. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the olympus representative, at the beginning of a diagnostic endobronchial ultrasound bronchoscopy (ebus), the single use adaptor biopsy valve was leaking. The single use adaptor biopsy valve was used with evis exera ii ultrasonic bronchofibervideoscope and the single use aspiration needle. The procedure was completed using the same device with no delay and no patient injury. The device had been inspected prior to use and was found to be intact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.